Manufacturer narrative:
Other relevant device(s) are: product ID: kit svc bi71000192 drive rotor tractor, serial/lot: unk; product ID: kit svc o2 bi71000442 gantry mtr ctrl na, serial/lot: unk. A medtronic representative went to the site to perform a system check out and they found that the detector was not coming all the way to the bottom of the imaging system as it should, when preparing to spin. The detector stopped a few inches short, and then when it tried to go 360 degrees, it was hitting a mechanical limit. The representative rehomed the system, and completed three spins with no issues. The tension on the belt is correct. It was believed that the encoders on the rotor drive were failing, or the gantry motion controller was faulty. The representative replaced the rotor tractor drive and gantry motion controller and reloaded firmware. The issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used prior to a case. It was reported that the manufacturer representative performed a test spin. As the spin was close to completing, it seemed as if the system overspun and a clunking noise was heard. There was no patient involvement.

Manufacturer narrative:
H3: a hardware analysis was initiated to determine the probable cause of the issue. Analysis was unable to confirm reported complaint, "issue requiring re-homing." Install gantry motion control box into test system. The system booted and readied each time. Perform multiple motion calibration, passed. Motion travel on all axes was smooth and functional. Perform several 2d and 3d imaging, all were successful. No problem found. Fdccodes: 67, fdmcodes: 10 and fdrcodes: 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the rotor drive was returned for analysis. The rotor motor failed motor isolation testing. Bench testing shows internal signal wires were shorted. Analysis determined that there was a confirmed electrical failure with this part. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10/h3/h6 additional information) the rotor drive and gantry motion control were returned to medtronic, but analysis has not been completed at the time of filing. Fdm 4118, fdr 3233, fdc 11 apply to this information. D11 additional information) serial/lot numbers of concomitant products were obtained: product ID:kit svc bi71000192 drive rotor tractor , serial/lot : rev. 1 : s/n (B)(6) product ID:kit svc o2 bi71000442 gantry mtr ctrl na , serial/lot : rev. 2 : s/n(B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.